Event description:
Based on the medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent repair of two large ventral hernias and four relatively small hernias with one composix kugel mesh and one ventralex mesh. On (B)(6) 2005 - pt underwent repair of current ventral hernia using sutures. The defect was noted in the right upper corner of the previously placed mesh. On (B)(6) 2005 - pt underwent laparoscopy and lysis of adhesions. The previously placed meshes were identified and noted to appear intact. Multiple loops of bowel were noted to be attached to the abdominal mesh; a segmental bowel resection was performed. On (B)(6) 2007 - pt underwent repair of recurrent hernia with non-bard mesh.

Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. Following the implant of the ventralex mesh, the pt developed a recurrence which was noted to be in the upper right corner of the repair. The repair was concluded with sutures. The pt again developed a recurrence which was repaired with a non-bard mesh. Recurrence is a known adverse event listed in the IFU and the mesh remains implanted. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Although it does not appear a device failure occurred, without additional info, no conclusion can be drawn.